Event description:
The customer reported that a patient was burned during a procedure that used a covidien pad and an (B)(4) opes aspirating ablator, toothbrush, low profile. The incident pad is not being returned for evaluation.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.